Manufacturer narrative:
The prod will not be returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.

Event description:
This pt was diagnosed with an ischemic stroke during a carotid stenting procedure of the left internal carotid artery. The pt is a male who was enrolled in the study. The pt has a history of cardiac arrhythmia, congestive heart failure, and renal insufficiency. The treated lesion was eccentric, ulcerated, and moderately calcified. The lesion also showed moderate tortuosity, with two bends in it. The lesion was pre-dilated. The angioguard was advanced and successfully deployed at the lesion. A non-study stent was successfully deployed at the lesion. The angioguard was removed from the pt with no difficulty. During the procedure, the pt had a neurological event of aphasia and a gradual onset of stroke. It is not known when in the procedure the event occurred. The pt has partially recovered, and has some residual effects from the stroke. The event was reported to be unrelated to the study prod, but related to the index procedure. Stent mfg by cook was also used in this procedure.